Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An as- is simulated treatment of 8000 ml was performed and completed without any failures or problems. Function display test passed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
On (B)(6) 2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pneumoperitoneum. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of drain complications, abdominal cramping/pain, right shoulder pain, and nausea (onset drain 1). The patient¿s hematological results were within normal limits, however radiological studies revealed an excess of free air within the patient¿s abdomen (pneumoperitoneum) and the patient was admitted for observation. In order to allow time for the air to be reabsorbed, the patient was temporarily transitioned to hemodialysis (hd) utilizing a preexisting access (specifics not provided). The patient was successfully treated with an antiemetic and pain medication (drug, dose, route, duration, frequency not provided). The patient¿s symptoms subsided over the next several days while undergoing hd and was discharged home in stable condition on (B)(6) 2024. Upon returning home, the patient encountered ¿continued¿ drain complications which required a liberty select cycler replacement. The pdrn reported she could not rule out liberty select cycler involvement; therefore, the patient underwent outpatient hd therapy on (B)(6) 2023 and will again on (B)(6) 2024 until the replacement cycler arrives. The suspect liberty select cycler will be returned to the manufacturer next week.

Event description:
On 15/jul/2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pneumoperitoneum. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on 12/jul/2024 with complaints of drain complications, abdominal cramping/pain, right shoulder pain, and nausea (onset drain 1). The patient¿s hematological results were within normal limits, however radiological studies revealed an excess of free air within the patient¿s abdomen (pneumoperitoneum) and the patient was admitted for observation. In order to allow time for the air to be reabsorbed, the patient was temporarily transitioned to hemodialysis (hd) utilizing a preexisting access (specifics not provided). The patient was successfully treated with an antiemetic and pain medication (drug, dose, route, duration, frequency not provided). The patient¿s symptoms subsided over the next several days while undergoing hd and was discharged home in stable condition on (B)(6) 2024. Upon returning home, the patient encountered ¿continued¿ drain complications which required a liberty select cycler replacement. The pdrn reported she could not rule out liberty select cycler involvement, therefore the patient underwent outpatient hd therapy on (B)(6) 2024 until the replacement cycler arrives. The suspect liberty select cycler will be returned to the manufacturer next week.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the patient¿s serious adverse events of drain complications and a pneumoperitoneum (characterized by abdominal cramping/pain, right shoulder pain, and nausea), which required hospitalization and the temporary transition to hd for rrt. The etiology of the serious adverse events remains unknown; therefore, causality cannot be firmly established. However, upon the patients¿ return home he encountered continued drain complications which required a liberty select cycler replacement. The pdrn reported she could not rule out liberty select cycler involvement, therefore the patient required outpatient hd therapy until the replacement cycler arrives. Intraperitoneal free air is a well-known risk for patients undergoing pd therapy and is frequently caused by inadequate pd procedures. Based on the information available, the liberty select cycler cannot be disassociated from the serious adverse event(s). Given the temporal relationship, the allegation of pd related treatment issues, follow-up clinical information, and no manufacturer evaluation/investigation of the suspect device; this liberty select cycler cannot be excluded from having a causal or contributory role in the serious adverse events experienced by the patient.

Manufacturer narrative:
Correction h10. Plant investigation: a visual inspection of the returned cycler exterior showed no sign of physical damage. The cassette compartment was inspected and didn¿t find indications of dried fluid. There were no visual indications of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An as- is simulated treatment of 8000 ml was performed and completed without any failures or problems. Function display test passed. Valve actuation test passed. System air leak test passed. An internal visual inspection of the returned cycler encountered no other discrepancies. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Cycler was returned to returned good.

Event description:
On (B)(6) 2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6) 2024 due to a pneumoperitoneum. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of drain complications, abdominal cramping/pain, right shoulder pain, and nausea (onset drain 1). The patient¿s hematological results were within normal limits, however radiological studies revealed an excess of free air within the patient¿s abdomen (pneumoperitoneum) and the patient was admitted for observation. In order to allow time for the air to be reabsorbed, the patient was temporarily transitioned to hemodialysis (hd) utilizing a preexisting access (specifics not provided). The patient was successfully treated with an antiemetic and pain medication (drug, dose, route, duration, frequency not provided). The patient¿s symptoms subsided over the next several days while undergoing hd and was discharged home in stable condition on (B)(6) 2024. Upon returning home, the patient encountered ¿continued¿ drain complications which required a liberty select cycler replacement. The pdrn reported she could not rule out liberty select cycler involvement; therefore, the patient underwent outpatient hd therapy on (B)(6) 2023 and will again on (B)(6) 2024 until the replacement cycler arrives. The suspect liberty select cycler will be returned to the manufacturer next week.

Event description:
On (B)(6)2024 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler for renal replacement therapy (rrt) was hospitalized on (B)(6)2024 due to a pneumoperitoneum. Follow-up with the patient¿s primary pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2024 with complaints of drain complications, abdominal cramping/pain, right shoulder pain, and nausea (onset drain 1). The patient¿s hematological results were within normal limits, however radiological studies revealed an excess of free air within the patient¿s abdomen (pneumoperitoneum) and the patient was admitted for observation. In order to allow time for the air to be reabsorbed, the patient was temporarily transitioned to hemodialysis (hd) utilizing a preexisting access (specifics not provided). The patient was successfully treated with an antiemetic and pain medication (drug, dose, route, duration, frequency not provided). The patient¿s symptoms subsided over the next several days while undergoing hd and was discharged home in stable condition on (B)(6) 2024. Upon returning home, the patient encountered ¿continued¿ drain complications which required a liberty select cycler replacement. The pdrn reported she could not rule out liberty select cycler involvement; therefore, the patient underwent outpatient hd therapy on (B)(6)2023 and will again on (B)(6) 2024 until the replacement cycler arrives. The suspect liberty select cycler will be returned to the manufacturer next week.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.